Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and unconscious. The customer¿s blood glucose level was unknown and treated with glucagon shot and liquids. The rehabilitation skilled nursing facility and the staff had problem removing the belt clip and broke it. Customer did received a change sensor alert. Customer declined to troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The devices will not be returned for analysis.